Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they broke their ankle in 2016 when they fell. The patient stated that they got a (B)(6) infection when they were recovering in the hospital. The patient mentioned that it wasn't healing, so they were put on oral antibiotics to treat it. It was noted that the patient was still on the medication because their physician thought they had some kind of residual infection in the hardware that was in their body. The patient stated that their physician didn't want to take the hardware out due to their age. No further complications were reported or anticipated. Indication for use is spinal pain.